Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited accelerated battery depletion. As per analysis, the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year and is expected to continue to increase. As of the moment, this device still remains in service. No adverse patient effects were reported.